Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What was the date of the diaphragmatic hernia repair? What procedure was performed and what was approach (open, laparoscopic or other)? Were there any concomitant procedures performed? What are the other relevant patient history/concomitant medications? When did the pericardial effusion occurred from initial procedure? In your opinion, what was the cause of the pericardial effusion? How was the pericardial effusion treated? If a surgical intervention was needed, please provide details. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Was any deficiency or malfunction noted? What is the patient's current status? What is the product lot #? Will the product be returned? If yes, please provide the return date and tracking information. Is the surgeon aware that the device is contraindicated for use in the vicinity of the pericardium during diaphragmatic hernia repair? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and a mesh was implanted. Following the surgery, the patient developed pericardial effusion. No additional information was provided.